Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated the red call doctor icon was lit on their remote home monitor. Patient services referred the patient to their clinic as there may have been an alert that was not able to be transmitted to the clinic. It is unknown if the patient contacted their clinic. The field representative attempted to obtain additional information from the clinic without success. At this time the pacemaker remains in service and no adverse patient effects were reported.